Event description:
The customer reported the system would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply) was identified as being defective and was bypassed until repairs are able to be performed.